Event description:
(B)(4). Pain, cramps, swelling abdomen, large clots when menstruation, bleeding more then just when menses, pain and bleeding during endometriosis, fatigue, pelvic pain, bleeding (sometimes heavy, with clots) between periods, lower back pain, painful intercourse.